Manufacturer narrative:
The device has been returned and evaluated by product analysis on 24-jul-2018 with the following findings: during investigation, moisture corrosion was observed on the display lens inside the pump. The display screen looked cloudy due moisture ingress. The reported cloudy complaint was duplicated. The leak test failed due to a display lens leak. The pump cover was removed to find further moisture corrosion to the continuous glucose monitoring module and to the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a display (cloudy) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.